Event description:
It was reported that 509 patients underwent tlif and psf using rhbmp-2/acs. Three patients developed symptomatic ectopic bone growth postoperatively. One patient had received 6mg of bmp and 2 had patients received 8mg of bmp.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.